Event description:
It was reported that during a prostate procedure, the surgical fiber was observed to fire straight (forward fire) @ 17,600 joules. Gland volume 42 ml. Time expended 1:55. The procedure was completed with an alternate procedure (turp). There were "no damages to the patient" reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure, limiting the performance of the fiber.